Event description:
It was reported when using the needle clipping device safe clip the safe clip was not clipping/jammed. The following information was provided by the initial reporter and translated to english. The customer stated: "the needle cutter locks and does not cut the needle. Therefore, a training appointment was scheduled, where it was found that the needle does not enter in the device correctly."

Manufacturer narrative:
H.6. Investigation: the provided link to the video demonstrating the status of the safe clip has expired. As a result, no investigation can be performed on the device. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Since a sample, photo, or video could not be provided, bd was not able to replicate or confirm the customer¿s indicated failure of the safe clip being difficult to operate and not clipping needles. The root cause cannot be determined at this time since no samples, photos, or videos were available for evaluation. H3 other text : see h.10.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the needle clipping device safe clip the safe clip was not clipping/jammed. The following information was provided by the initial reporter and translated to english. The customer stated: "the needle cutter locks and does not cut the needle. Therefore, a training appointment was scheduled, where it was found that the needle does not enter in the device correctly."